Event description:
A surgeon reported repositioning of an intraocular lens (iol) following the implant surgery. During implant surgery the iol was positioned to 90 degrees. One day following surgery the lens made an 80 degree rotation (from position 90 degrees to position 170 degrees). Approx three weeks later, in an add'l surgical procedure, the lens was repositioned back to 90 degrees because of insufficient cylinder correction. Three weeks after repositioning, the iol was stable. The surgeon believes there is a "connection between the length of the eye and the potential big capsular bag which possibly was not tightened correctly by the lens." Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested.